Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: ep-043250 rloc-x e-poly std 50/32mm UK 3598976; 131350bm exceed abt rngl-x shl bmpc d50 3776712 ; 09309-0-112 exeter 2.5mm intramedullary plug v31sdl8145. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the head shows very little signs of wear. The lot and size etch are clearly visible on the chamfered edge. There is one large scratch and a scuff on the articulating surface near the chamfer edge. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is determined to be user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Concomitant products - ep-043250 rloc-x e-poly std 50/32mm UK 3598976; 131350bm exceed abt rngl-x shl bmpc d50 3776712.

Event description:
It was reported that during a trauma procedure the patient was implanted with mix match hip implant. The stem was from a competitor and had a different trunion geometry.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that during a trauma procedure the patient was implanted with incompatible hip implants.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was initially implanted off label in conjunction with incompatible competitor devices on the right side, causing the need for revision to implant compatible devices.